Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 6 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximal of the distal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip or blades. All other blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 6 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.